Event description:
A ventilator was evaluated by a field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the field service engineer, active exhalation valve was found defective. The device's active exhalation valve was replaced to address the issue.